Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-08689. It was reported ((B)(6)) the patient lost effective stimulation coverage due to possible lead fracture. The physician decided to replace the lead and extension with new ones restoring stimulation. Concomitant device model 3608, scs ipg, implant date unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-08689.